Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b6: us customer quality will conduct initial investigation, actual device was not returned; customer quality will conduct investigation based on the images provided. E1: reporters state: sharon. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent a spinal fracture surgery following a fall using the expedium cortical fix screws to stabilize the fracture in the vertebra. The screws were inserted using a minimally invasive approach using the viper 2 system. On (B)(6) 2020 the patient underwent a removal of the screws (the vertebral body heel). While trying to connect to the screw the screwdriver was removed and it was discovered that the screw had broken inside the vertebra. The screw head was detached from the screw. The screw was fully removed from the patient's body and no damage was caused to the patient. There is no impact on the medical condition of the patient following the incident and he did not require additional hospitalization days. There was a sixty (60) minute delay. The reason for removing screws is because the patient is a young his spine recovered from the fracture, there was no reason to leave the fixation and so it was decided to remove it. The screw was broken during surgery while attempting its removal. There is no evidence of preoperative screw fracture. Concomitant device: unknown screwdriver (part# unknown, lot# unknown, quantity unknown) this report is for one (1) mis ti cfx fen poly 7x45. This is report 1 of 1 for (B)(4).